Manufacturer narrative:
The reported events of high pacing threshold and loss of capture were confirmed while the reported events of high pacing lead impedance and high defibrillation impedance were not confirmed. As received, a complete lead was returned in two pieces. Analysis found internal insulation abrasion breaching the re cable lumen proximal to the rv shock coil continuing underneath the shock coil at 6.7cm to 6.9cm from the distal tip. The cause of the of the reported events of high pacing threshold and loss of capture was isolated to the abrasion of the one ring electrode etfe cable coating.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the right ventricular lead exhibited rising threshold, no capture, increasing pacing and high voltage impedance. The lead was explanted and replaced. No patient consequences.